Event description:
Pt reported that the meter/lab comparison results were 121 mg/dl (ss) versus 171 mg/dl (lab), respectively (29% difference). Tests (both fasting) were done 20-30 minutes apart. No symptoms were reported. Pt did not have control solution to do control test. Lfs representative reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.